Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 23mm sapien 3 ultra in the pulmonic position inside a 22mm pulmonic conduit. Upon valve deployment, due to tortuous anatomy, the balloon and valve were pushed towards the right ventricle which measured greater than 30mm. The valve was not anchored well. The team attempted to reinflate the balloon and advance the valve but this was unsuccessful. Preparations were made to open the patient, retrieve the valve, and surgically replace the pulmonic valve. When the commander delivery system was removed, the valve was completely dislodged into the rv. Wire position was maintained the entire time. The patient remained hemodynamically stable the entire time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve deployment and position - malpositioned thv" and "withdraw catheter from deployed valve - thv embolized into ventricle" were unable to be confirmed due to unavailability of applicable imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. As reported, "upon valve deployment, due to tortuous anatomy, the balloon and valve were pushed towards the right ventricle which measured greater than 30mm. The valve was not anchored well" and "when the commander delivery system was removed, the valve was completely dislodged into the rv." "Valve deployment and position - malpositioned thv" per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, patient had tortuous anatomy and a history of tetralogy of fallout (congenital heart abnormalities including pulmonary stenosis, ventricular septal defect, and thickened ventricular wall). These patient factors likely had an impact on the thv deployment characteristics by promoting unfavorable physical interactions between the thv/inflation balloon and pulmonary root (e.g. Compressive forces), causing the thv to be pushed downward into the ventricle and land lower than intended. As such, available information suggests that patient factors (tortuous anatomy, congenital anatomical defects) may have contributed to the complaint event. "Withdraw catheter from deployed valve - thv embolized into ventricle" per the IFU, valve embolization is a known potential adverse event associated with the transcatheter valve replacement. In this case, the malpositioned thv was not secured anchored to implant site upon deployment. This likely led to the attachment forces associated with the pvl skirt to be overcome by the forces/interactions acting on the thv during ds withdrawal, causing it to dislodge and embolize into the ventricle. As such, available information suggest that procedural factors (malpositioned thv) may have contributed to this complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.